Manufacturer narrative:
Results - a lens serial work order search was performed for similar complaints within the search and there were no complaints found. A visual inspection of the returned product shows the lens is torn in half. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause cold not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the doctor implanted a 22.0 diopter three piece silicone lens model aq 2010v in 2007, and explanted it five months later, due to desired acuity was not met. A 20.5 diopter same type lens was implanted. Further information was requested, however, none forth coming. If more information is desired, a supplemental medwatch report will be sent.